Event description:
It was reported that: first 14f manta would not allow the bypass tube into the sheath (3010252479-2023-00216 manta), that manta was removed and a second was inserted successfully. The second manta was removed surgically after pulses were unobtainable (3010252479-2023-00207 manta). Micro puncture and ultrasound were utilized to gain a lower access in the left common femoral artery. The vessel had mild calcification. Measured depth for the manta was 3.5+1cm. Act was 340 prior to closure and heparin was administered intravenously during the procedure. The first 14f manta would not allow the bypass tube into the sheath 3010252479-2023-00216 manta. That manta was removed and a second was inserted successfully. After the manta was deployed on the left cfa, no distal pulses could be detected. This resulted in the surgical team cutting down to remove the manta. The cfa was then patched and pulses still could not be detected. A balloon was then sent down the left distal extremity and thrombotic material was discharged. Physician reported that 'the aneurysm must have showered some clot down the left extremity obstructing pulses.' Patient was closed and pulses were obtained by dopplar. Time to hemostasis was less than 10 minutes. The patient was reported as fine post the procedure.

Manufacturer narrative:
Qn# (B)(4).the device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed-a 69-year-old male patient weighing 82kg presented to the or for an evar procedure. A lower-positioned access was gained utilizing ultrasound guidance with micropuncture. The left common femoral arteriotomy had mild calcification with a measured deployment depth of 3.5cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheath. Following the evar procedure, activated clotting time (act) was 340, heparin was administered and the 14f manta was prepared to be deployed to the measured depth. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when met with resistance. The bypass tube would not go through the hemostatic valve within the sheath hub. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Event description:
It was reported that: first 14f manta would not allow the bypass tube into the sheath , that manta was removed and a second was inserted successfully. The second manta was removed surgically after pulses were unobtainable. Micro puncture and ultrasound were utilized to gain a lower access in the left common femoral artery. The vessel had mild calcification. Measured depth for the manta was 3.5+1cm. Act was 340 prior to closure and heparin was administered intravenously during the procedure. The first 14f manta would not allow the bypass tube into the sheath manta. That manta was removed and a second was inserted successfully. After the manta was deployed on the left cfa, no distal pulses could be detected. This resulted in the surgical team cutting down to remove the manta. The cfa was then patched and pulses still could not be detected. A balloon was then sent down the left distal extremity and thrombotic material was discharged. Physician reported that 'the aneurysm must have showered some clot down the left extremity obstructing pulses.' Patient was closed and pulses were obtained by dopplar. Time to hemostasis was less than 10 minutes. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4).